Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent telemetry due to the cable being out of electrical specification. It was also noted that the label was missing the laminate backing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.